Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the main seal was pinched and additionally noted that the display wires were pinched with the wire's insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's main seal (gasket) was protruding from its case. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.